Event description:
It was reported the patient received the following results within 15 minutes: approximately 260 mg/dl and approximately 130 mg/dl. The customer stated he received these results within 2 minutes on two different dates. He further informed that on these occasions he felt anxious and a little shakiness. The customer was able to retrieve and consume a drink on his own to self-treat. No treatment or outside assistance was required.